Manufacturer narrative:
Film evaluation summary: the exact cause of the reported type iii fabric endoleak and right common iliac artery perforation seen immediately following vessel ballooning during implant could not be determined from the post-implant films provided. Films prior to implant were not provided, and films during implant (including the vessel perforation event) were also not available for review. Analysis of the returned post-implant films did not reveal any stent graft or anatomical characteristics that could explain the reported event. It appears most likely that the vessel perforation was procedure/user related; caused by unknown reason(s) during ballooning with another manufacture¿s balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the balloon was inflated completely within the stent graft. The right iliac was not tortuous or calcified. The right iliac artery was 14mm in diameter in the area of inflation. It was also noted that the ballooning of the proximal and distal stents, as well as, the joints was done as standard practice to ensure good apposition.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. No calcification was noted. It was reported that after the endurant iliac limb was implanted in the patients right iliac the physician elected to use another manufacturer¿s balloon to fully expand the endurant iliac limb to the vessel wall. The balloon was manually inflated normally. A type iii fabric endoleak in the endurant iliac limb and iliac artery perforation occurred during the inflation of another manufacturer¿s balloon. The physician implanted another endurant iliac limb and the event was resolved. The physician cannot determine the cause of event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.